Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric, 90% stenosed distal left circumflex (lcx) artery. Pre-dilatation was performed using a non-abbott balloon. A 3.0 x 15 mm xience v stent delivery system (sds) was implanted in the proximal lcx. A 2.5 x 28 mm xience prime sds was advanced to the distal lcx but would not cross the lesion. A non-abbott thrombus suction catheter was used to advance the sds and it was delivered successfully. When negative pressure was applied after the balloon was in the anatomy, blood came back into the indeflator. A 2.5 x 33 mm xience prime was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, xt-r, sion. Guide cath: mach 1 7f jl4, dio 5f, ichibanyari (penetration catheter). Evaluation summary: the device was returned for evaluation. Physical resistance in the lesion could not be replicated in a testing environment as they were based on operational circumstances. The leak was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) states place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents.